Event description:
It was reported by repair work order that the auxiliary power outlet was not functioning due to a damaged fuse. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.